Event description:
It was reported that during a fistulagram procedure, removal difficulties were encountered. The balloon broke while being withdrawn through the sheath. The ultra-thin diamond balloon was removed and replaced with a conquest balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine'.